Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not forming correctly. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/13/2008. Information anticipated, but unavailable at this time.